Event description:
The customer stated that the display was blank. Troubleshooting was performed and the display remained blank. The reported blood glucose reading was 48 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to a corroded battery cap contact. The insulin pump also had a cracked reservoir tube.